Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient who was implanted with a neurostimulator for chronic low back pain, radiculopathy and spinal pain. It was reported that the pocket was painful as the top of the battery tended to poke out more than the rest. It was painful to lie on her back as a result and she also caught it on things. No actions or interactions were taken to resolve the issue. The issue was not resolved at the time of the report. No surgical intervention occurred and none was planned. The patient and the physician assistant at the healthcare professional (hcp) office discussed pocket revision and battery replacement if insurance coverage approved or if the patient was having too much trouble. The rep later reported that the patient was prescribed topical cream.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the reporter that the ins was replaced and repositioned on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.